Event description:
It was reported that multiple malfunction alarms occurred. Additionally, it was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred, and that a cartridge alarm occurred during the load sequence. Reportedly, the pump was splashed with water. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 100-200 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: avoid submerging your pump in fluid beyond a depth of 3 feet (0.91 m) or for more than 30 minutes (ipx7 rating). If your pump has been exposed to fluid beyond these limits, check for any signs of fluid entry. If there are signs of fluid entry, discontinue use of the pump and contact customer technical support.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.